Event description:
Other devices in use at time: guide catheter and guide wire.while implanting a coronary stent, the angioplasty balloon catheter that was inflated to deploy the stent would not deflate. The circumflex coronary artery was totally occluded for approximately five minutes before the balloon would deflate.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, unanticipated adverse reaction - short term, balloon, invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.